Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the customer had gone to the doctor and the sensor was giving inaccurate readings. Customer had a low blood glucose of 40 mg/dl and sensor reading was 100 mg/dl. Customer was advised the sensor reading was not within acceptable range. Customer stated the sensor can be up to 10 to 60 points off alarm. No troubleshooting was performed on the insulin pump for the low blood glucose reading. The insulin pump nor the sensor are returning for analysis.